Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (intermittent power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 08/02/2016 with the following findings: the review of the black box data showed that the pump history from the date of the alleged issue occurrence has been overwritten due to continued use of the pump. No unexplained power reboots were observed in the current black box data. No damages were found to the battery compartment or the returned battery cap. The returned battery cap was able to fully tighten to the pump with no yellow o- ring showing. The pump was exercised for 24 hours with the returned battery cap and no power interruptions were duplicated. The returned battery cap contact measurements were within specifications. Upon removal of the pump cover, no evidence of internal moisture or damage was observed to the power circuit. Investigators were unable to duplicate the complaint; the pump information for the complaint date has been overwritten. Unrelated to the original complaint, the pump failed to download; u29 component was changed and the pump was able to be downloaded. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).